Manufacturer narrative:
Per tandem user guide; per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartr no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. Reportedly, the customer filled their cartridge with fridge temperature insulin causing damage to the cartridge. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.